Event description:
The hospital reported that during the saphenous vein harvesting procedure, the conical tip of the vasoview 6 dissection tip detached inside the pt's leg. A replacement device was used to complete the procedure. The hosp did not report any other pt complications.

Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.